Event description:
A valiant stent graft system was implanted into a pt for the endovascular treatment of a type b dissection. It was reported that two hours after the stent graft was implanted the pt had a type a dissection. This was discovered after the pt was awakened. It is unk at what point the dissection occurred. Immediate surgical conversion was performed; however, the pt expired several days later. No additional info was provided. Please note that the device used in this procedure is not distributed in the united states.

Manufacturer narrative:
Eval results: other lack of info (vessel morphology was not reported, no films or operative reports were received). (Death). Conclusion: other lack of info (vessel morphology was not reported, no films or operative reports were received.